Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle at the initial pressurization of the sheath. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. D4: unique identifier (UDI) #: corrected.

Event description:
During a pulmonary vein isolation, a faradrive steerable sheath clear was selected for use. During the initial stages of the procedure, a leak was discovered in the sheath. This leak occurred at the transition from the irrigation tube to the sheath. This allowed air to enter the sheath, prompting the physician to replace the sheath. The patient was not injured, and the air could be aspirated. The procedure was completed. The device is expected to be returned. No abnormalities noted during prep. The devices inside were farawave, dilator, wire. No air seen inside patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
During a pulmonary vein isolation, a faradrive steerable sheath clear was selected for use. During the initial stages of the procedure, a leak was discovered in the sheath. This leak occurred at the transition from the irrigation tube to the sheath. This allowed air to enter the sheath, prompting the physician to replace the sheath. The patient was not injured, and the air could be aspirated. The procedure was completed. The device is expected to be returned. No abnormalities noted during prep. The devices inside were farawave, dilator, wire. No air seen inside patient.